Event description:
When the covidien, endo gia ultra universal staple was fired according to the MFR's instructions, the blade engage handle locked after it was fired and the stapler was unable to be used for subsequent firings. FDA safety report ID # (B)(4).